Manufacturer narrative:
This report is report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Manufacturer's narrative: an investigation was carried out into this complaint. Arjohuntleigh was informed about an incident which occurred with one of arjohuntleigh garments. It was indicated that arjohuntleigh garment is suspected to have caused an injury for patient of (B)(6) in (B)(6). The patient was undergoing a surgery (robotic prostatectomy or proctectomy) in almost full trendelenburg position and was in stirrups during this procedure. Redness and swelling/irritation was observed on patient's leg, at the proximal portion where the garment was placed (top of the garment). No diagnosis from the physician was available, however, to date we have not received any information indicating a severe outcome for patient. The brand name of involved garment was not confirmed, however, basing on the initial problem description and an indication for scd which suggests a sequential compression device, the most probable brand name involved in the event is a tripulse garment (the only sequential-compression garment in arjohuntleigh portfolio). When reviewing similar reportable events, we have found 1 other case presenting a similar scenario of pressure point developed on patients skin with the use of tri pulse garment (reported by the same facility). The occurrence rate observed for this failure mode is currently considered to be low. The arjohuntleigh dvt prevention systems are clinically effective, non-invasive, mechanical prophylaxis systems designed to reduce the incidence of dvt during all types of major surgery. It is also suitable for other patient groups including neurology, critical care, general medical and obstetrics. It was not possible to examine involved garments nor trace their manufacturing history (the customer did not quarantine involved items, therefore, manufacturer's evaluation was not performed), however, based on the collected information we come to conclude that red marks - imprint on patient's skin - and swelling were a result of an incorrectly routed tubing when using stirrups and additionally a non-regular repositioning during the procedure. The treatment with the use of arjohuntleigh systems needs to be combined with an individualized monitoring programme. In accordance with the instruction for use (example of flowtron acs900 pump IFU - # 526933en): "garments should be positioned in such a way that they do not create any potential for constant pressure points on the patient's limb. If using apparatus with straps or securing devices, for example lithotomy stirrups, make sure that the tubing is not placed inside the strap next to the patient's skin and regularly check the patient's skin for signs of redness or pressure points". From our evaluation as presented above, it is most likely that this recommendation has not been followed. Arjohuntleigh suggests to remind the staff involved of the device labeling, a careful device handling and maintenance, with a special attention paid towards the need to correctly fit the garment when using stirrups, in order to avoid incidents of this nature. The presented scenario seems to be the most probable and in line with the event description. The most likely root cause of the event may be defined as use error. It has been established that the tripulse garment was being used for a patient therapy at the time of the event and has contributed to the outcome of the event. It is most likely that the system did not malfunction (it performed up to specification) when the event took place.

Manufacturer narrative:
This report is report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon the investigation conclusion.

Event description:
On (B)(6) 2016 arjohuntleigh was informed about an incident which occurred with one of arjohuntleigh garments. It was indicated that the garment is suspected to have caused an injury for patient of (B)(6). The patient was undergoing a surgery (robotic prostatectomy or proctectomy) in almost full trendelenburg position and was in stirrups during this procedure. Redness and swelling/irritation was observed on patient's leg, at the proximal portion where the garment was placed (top of the garment). No diagnosis from the physician was availabe, however, to date we have not received any information indicating a severe outcome for patient. The exact model of garment was not provided, there was only an indication for scd type of garment used, which suggests a tri pulse garment.